Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
A patient reported going to the dentist for routine cleaning and the dentist said their bite is horrible. The patient stated that my teeth are not aligned correctly. The dentist said they look good separately but when they bite down their upper and lower teeth don't line up. Also, the patient said that they only bite on their very last tooth on both sides. When touching the front teeth, they can only touch 1 tooth together from top and bottom. They stated that when they talk now, they have bubbles coming out of my front teeth.